Manufacturer narrative:
As reported, patient had wound infection, purulent discharge, and seroma post implant of ventralex st mesh. Based on the information provided, no conclusion can be made as to the degree to which the device may have caused or contributed to the patient¿s postoperative course. Seroma and infection are known inherent risks of surgery and are listed in the adverse reactions section of the instructions-for-use, supplied with the device, as possible complications. Regarding infection the warning section states that, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require the removal of the mesh." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an incisional umbilical hernia repair procedure on (B)(6) 2024, the patient was implanted with ventralex st mesh. It was reported that the following day, the patient had purulent discharge from the operative wound, signs of infection and identified with subcutaneous collections during imaging. Reportedly the patient was clinically well except that the patient had excessive serous discharge from operative wound. The patient underwent prolonged antibiotic treatment due to continues signs of infection.